Event description:
It was reported that the drain broke during removal leaving a portion of the drain inside the pt. The pt was taken back to the operating room for removal of the drain. The drain had been sutured to the pt.